Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving frequent "adjust belt" messages.

Manufacturer narrative:
Follow-up report - device evaluation - 04/06/2017: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open green (belt dischg) wire in the cable connecting ECG a, b and the front te to the distribution node. The root cause for the open wire unable to be positively identified. Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that the patient was receiving frequent "adjust belt" messages.